Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the duplicate patient profiles were shown at the station. A technical support specialist (tss) dialed into the application server, observed admit discharge transfer inconsistencies in pyxis after downtime, and restarted data synchronization and external messaging services. Visit records were validated, revealing duplicate active and discharged statuses for visit identifier and an incorrect discharged status for visit identifier, indicating out of order adt message processing. A request was made to validate hl7 sequencing, correct visit states, remove duplicate records, and reinstate the correct active visit. As the patient had been discharged, the case was closed for the time being. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had duplicate patient profiles and it could lead to a medication error. It was advised to use visit ids to search the patient profile; however, since one profile was linked to the other, both displayed the same medications, allowing potential duplicate removal for the same patient.however, there were no delays or adverse events or injuries reported based on this event.